Event description:
It was reported that a home patient (hp) received a reprime the set message on the homechoice (hc) device while being connected to the cassette. Troubleshooting revealed that the hp failed to open the clamp on the patient line during the priming phase of automated peritoneal dialysis (apd) therapy. A technical service representative (tsr) instructed the hp to inform a registered nurse (rn) about the issue and to end therapy for the night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) failed to open the clamp on the patient line during priming and then connected to the improperly primed line. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also warns the user that failing to open the clamp on the patient line after connecting the solution bags will prevent the patient line from being primed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.